Event description:
A customer reported having to press the button on top of their device two or three times before the screen would turn on. There was no adverse impact to the customer's blood glucose level. Technical support was expected to follow up, but no additional information was received regarding the outcome of the event.